Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that three months after the device implant procedure, the patient presented with detections off. Implant detection was not activated at the implant procedure. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.